Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a demonstration pump had multiple occlusions. There was no impact to a customer's blood glucose level as saline was being used in the pump.